Manufacturer narrative:
(B)(4). The stent remains in patient. The stent delivery system will be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a left popliteal artery. The lesion was prepped with a 6.0x150mm armada 35 balloon dilatation at rated burst pressure. The 6.5x100mm supera self-expanding stent system (sess) was implanted; however, resistance was noted during removal post deployment and the tip of the delivery catheter separated. The device was not removed under fluoroscopy. The tip was unable to be retrieved with an endovascular snare; therefore, it was embedded into the vessel wall with a tibial unspecified stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the device was not removed under fluoroscopy. It should be noted that the supera peripheral stent system instructions for use (IFU) states: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. It is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the anatomy and/or other devices resulted in the reported difficult to remove. Manipulation of the device resulted in the reported tip separation. The treatment appears to be related to the operational context of the procedure as the tip was embedded into the vessel wall with a tibial unspecified stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional supera stent device referenced in b5 is being filed under a separate medwatch report number.d9: device available for eval updated from "yes" to "no". H3: reason device not evaluated by mfg was updated to na.

Event description:
It was reported the procedure was to treat a left popliteal artery. The lesion was prepped with a 6.0x150mm armada 35 balloon dilatation at rated burst pressure. The 6.5x100mm supera self-expanding stent system (sess) was implanted; however, resistance was noted during removal post deployment and the tip of the delivery catheter separated. The device was not removed under fluoroscopy. The tip was unable to be retrieved with an endovascular snare; therefore, it was embedded into the vessel wall with a tibial unspecified stent. There was no adverse patient sequela and no clinically significant delay in the procedure. The account confirmed the additional 6.5x100mm supera self-expanding stent system received was opened in error as a different size supera was needed. However, per device analysis the supera was noted to have a tip separation. No additional information was provided.